Event description:
It was reported that the patient presented to surgery with l4-5, l5-s1 degenerative disc disease with lumbar radiculopathy. The patient underwent a procedure for posterior decompression, l4-l5, l5-s1 with posterior interbody with a prosthetic device and segmental instrumentation posterolateral fusion l4 to sacrum; local bone, and rhbmp-2/acs. Bmp was placed inside the implant and in the bone void/defect. At 2 months post-op the patient presented with prominent/symptomatic hardware. At 5 months post-op the patient underwent additional surgery for removal of painful hardware, exploration of fusion and a non-segmental fusion with spinal instrumentation. At the last follow up exam at 8 months post-op it was noted that l4-l5 was not fused.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).